Event description:
The patient presented with shortness of breath and angina and was found to have leaflet prolapse, restricted leaflet excursion, and 1+ aortic regurgitation. The valve was explanted.